Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to long lasting causes of low and high blood glucose levels. The customer was not wearing the insulin pump at the time of his death. The caller did not know where the insulin pump was at this time. Nothing further was reported.